Manufacturer narrative:
Correction information. B4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H5:labeled for single use? H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI). H4:device manufacture date. Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was that moisture entered the objective lens unit and condensed, causing the observed image to become unclear. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 12-sep-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 12-sep-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Pentax medical emea responded to the good faith effort request via email on 21-aug-2023 and stated that it was unable to obtain information regarding the following questions. -did the image distort during the hospital procedure. -was the procedure continued or was there an alternative endoscope available. However they are also indicated in most cases, users have multiple endoscopes for reasons such as reprocessing time. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Foggy image. Objective lens broken. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.